Event description:
The following has been reported: biomed reported: pump have been reported having touchscreen problems. Pump: sn: (B)(6) complaint: "IV pump screen freezing and not allowing us to work the pump". A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.